Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Which led to an isolated stored signal artifact monitoring (sam) episode and respiratory rate trend (rrt) triggered. The patient was brought to an in-office check and the ra lead was reprogrammed to unipolar mode and the impedance measurements were still out of range. Noisy signals and myopotential oversensing were also observed with isometric testing. As such a lead fracture was suspected. At this time product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Which led to an isolated stored signal artifact monitoring (sam) episode and respiratory rate trend (rrt) triggered. The patient was brought to an in-office check and the ra lead was reprogrammed to unipolar mode and the impedance measurements were still out of range. Noisy signals and myopotential oversensing were also observed with isometric testing. Which was believed to be caused by lead fracture. Subsequently, a revision procedure was performed, when the physician tried to remove the ra lead, they experienced great difficulty and even brought in a different specialized team to help. After multiple attempts at extracting the ra lead, they were unable to remove all the lead and a part of the ra lead was lost in the left subclavian vein. While the pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead returned destroyed and in two segments. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 248 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. The analysis concluded that the clinical observations of impedance, oversensing, noisy signals, and difficult removing were due to fracture were likely caused by the confirmed fracture. Correction to field e1: initial reporter phone and initial reporter fax. Correction: a1 field: patient identifier updated to "102328065". E1 field: initial reporter phone and fax updated. G2 field: report source updated to add "foreign". . Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Manufacturer narrative:
Correction to field e1: initial reporter phone and initial reporter fax. Correction: a1 field: patient identifier updated to "(B)(6)". E1 field: initial reporter phone and fax updated. G2 field: report source updated to add "foreign". . Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Which led to an isolated stored signal artifact monitoring (sam) episode and respiratory rate trend (rrt) triggered. The patient was brought to an in-office check and the ra lead was reprogrammed to unipolar mode and the impedance measurements were still out of range. Noisy signals and myopotential oversensing were also observed with isometric testing. Which was believed to be caused by lead fracture. Subsequently, a revision procedure was performed, when the physician tried to remove the ra lead, they experienced great difficulty and even brought in a different specialized team to help. After multiple attempts at extracting the ra lead, they were unable to remove all the lead and a part of the ra lead was lost in the left subclavian vein. While the pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported.